Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a retaining ring that came loose which prevented the occlusion from being able to be set correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The fsr installed a new retaining ring, and the occlusion knob was greased. The roller pump passed all functional testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.